Event description:
A customer reported that system messages displayed looking the system prior to a procedure. The case was canceled after the patient had received peribulbar anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).